Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump history was inaccurately showing insulin deliveries. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the time of the alleged issue has been overwritten due to continued use of the pump. Of the data that is in the pump. The total daily dose of insulin added up correctly added up and reflected the programmed basal rate target. The prime steps were performed correctly with no issues. The pump was exercised for 24 hours with no issues.